Event description:
The hospital reported that during multiple endoscopic vein harvesting procedures, three short port btt black inflation valves popped. Replacement kits were used to complete the procedures. The hospital did not report any patient complications. Since it is unknown when the events occurred, how many failed during each case, the lot numbers and the surgeons, all three devices will be documented on one case. This report is for the third device.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case of the valve backing out of the luer fitting causing the balloon to deflate due to a defective valve subassembly. (B)(4).